Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that the customer received an inaccurate fill estimate. Reportedly, the cartridge was filled with 480 units, and the customer received a fill estimate of over 300 units. The customer reported that there was 5 units of insulin remaining within the cartridge, but the customer was able to pull out 200 units of insulin out of the cartridge. Tandem technical support recommended the customer upload the pump data so the logbook could be reviewed. Although requested, no further information was provided on the reported event. There was no reported impact to the customer's blood glucose level.